Event description:
While using a cavitron bobcat pro g130 they allege that they have no water flow or vibration and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
December 19, 2024 unit serial number-(B)(6) repair tech: gpb qa: mo root cause: 000/no fault found . Could not replicate the problem the customer has stated. Furthermore, the power and vibration of the unit itself is up to date to manufacturing standards. Foot pedal is up to date to manufacture specs. Water pressure is up to the manufactured specs and no leaks throughout the unit itself and no leaks throughout the water supply hose and the handpiece cable. Please always inspect all used inserts that are dentsply sirona inserts. Make sure that the inserts are not worn or damaged or clogged and or bent. Please check any loose connections when plugin the components into the unit itself. Note: replaced damaged/worn components and recalibrated unit to factory specs. The DHR review for this complaint is not required because the product was returned for evaluation and no fault was found. No further action is required.